Event description:
The user facility reported aspiration went high and the doctor complained that it was aspirating pieces she did not want aspirated. They changed to a different millennium and it worked fine. There was no patient injury, medical intervention, or treatment reported.

Manufacturer narrative:
The device has not been received for evaluation. Should the device become available for evaluation or additional information regarding the event become available, a supplemental report will be submitted.